Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest deviceas well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest. The patient's physician prescribed benadryl. Follow up indicated that the irritation was improving but still present. The final medical outcome is unknown.